Event description:
It was reported to covidien on 9/19/09 that a customer had an issue with a peritoneal dialysis catheter. Customer states: pt is known case of end stage renal failure and is on continuous ambulatory peritoneal dialysis (capd) for last one year. For last two months pt developed discoloration and deformity of coiled pd catheter more so in the portion beyond the exit side as well as in the intra-abdominal portion with some deposit in wall of catheter. Pt has evidence of sterile peritonitis on lab investigation. Pt had catheter pulled and replaced, and required antibiotic therapy.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.